Event description:
During the 3rd freeze cycle of a cryoablation procedure, the needle clogged and would not form ice. The 1st and 2nd freeze/thaw cycles were fine. The system and needles were tested before the case and gas lines were purged as recommended. The doctor thinks he got the tumor on the 1st freeze but will wait for the follow up exam in 3 months to run tests. The tech called the galil medical representative and she thought it might be a moisture problem. Machine has the 8 meter lines. Case completed with no injury to the patient. Needle will not be returned.

Manufacturer narrative:
The needles were not returned so an investigation could not be conducted. However, it is likely the gas flow issue was due to moisture contamination in the gas supply lines used with the visual ice system. Galil medical has implemented an automatic flush sequence in software version 1.2.9 and has made shorter gas lines available to customers. Moisture causing a gas clog in a needle is a known inherent risk in any cryoablation procedure. The visual ice user manual provides troubleshooting instructions on flushing a needle if a customer suspects a gas clog.